Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to remove stylet from the lead. The lv lead was not used and the patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stylet stuck was returned in two pieces. The ptfe coating of the stuck stylet was found stripped and was found bunched up with the inner coil of the lead. The cause of the reported event was due to the bunching of the stylet ptfe coating inside the inner coil of the lead. Abbott is continuing to monitor this issue.